Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Evaluation of the output signal found all pacing parameters within normal range. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Additionally, visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
During an initial implant procedure, the device was not pacing the patient. A new device was used to resolve the event. The patient was stable.